Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor would not power on. The pt received a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Upon eval, the monitor failed to program. The cause of the inability to power on was a ram failure (components u100 and u101) on computer /analog board sn (B)(4). The ram components had intermittent bga connections. The intermittent connection is likely due to a fracture solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the damaged wires. The last pt to use this electrode belt did not report any deficiencies.